Manufacturer narrative:
Correction: the initial 'date of this report' is 08/04/2016, not 08/10/2016 as initially reported. This report is filed september 16, 2016, by cochlear limited on behalf of cochlear americas.

Manufacturer narrative:
This report is filed on august 23, 2016. Registration number 3009092818 exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia and underwent revision surgery on (B)(6) 2016, to excise skin and place an internal magnet.